Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the message remains even after the tubing/reservoir/site change. Customer performed site and set change as needed. Cannula was not bent. Customer had to discontinue pump use and was following their medical prescription for insulin shots until the replacement arrives. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.